Event description:
The customer reported that the inserter needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced symptoms of pain and bleeding. They were able to self-treat by removing the needle from their arm and disinfecting the area with alcohol wipes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.